Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported high pacing impedance and loss of capture were noted on the right ventricle (rv) lead. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.